Event description:
A customer reported that the equipment's footswitch presented a problem during a cataract extraction procedure. The procedure was able to be completed with no impact to the patient.

Manufacturer narrative:
The company service representative examined the system. The footswitch was replaced. The system was then tested and found to meet specifications. No sample has been returned. No additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate additional similar reports for this system. Root cause cannot be determined. (B)(4).